Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e serial #: (B)(4) description: trial linear st lead, 50cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during the trial period, the patient was suspected of having an infection and fever was also noted. The patient had an early lead pull. No further information could be obtained.